Manufacturer narrative:
(B)(4). Evaluation summary: a batch review will be performed. One sample was available at the plant for evaluation. Visual inspection showed that the drip chamber had separated from the burette chamber. Closer visual inspection under a microscope showed that the drip chamber bonding end surface appeared to have little or no solvent bond residue present. The remaining solvent bonded connections were then pull tested. No failures were noted. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that drip chamber became separated from burette chamber of an interlink system buretrol solution administration set during priming the set with lactated ringer¿s solution (non-baxter product). The reporter stated that a power injector was not used and there was no visible damage to the packaging or box. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the condition was determined to be due to insufficient solvent during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.